Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty during advancement and removal with a balloon catheter and an intravascular ultrasound (ivus) catheter. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the guide wire, when resistance was encountered, contributed to the reported core break and stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event estimated as 04/01/2024. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the balance middleweight universal ii guide wire had difficulty during advancement and removal with intravascular ultrasound and unspecified balloons. The devices were removed together. Upon removal the wire was noted to be unraveled. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.